Event description:
It was reported that the patient visited the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 250 mg/dl. The omnipod personal diabetes manager (pdm) screen was damaged and the patient was no longer able to use the pdm. The patient was using multiple daily injections (mdi) until a new pdm arrived. The patient went into dka after administering the injection. As treatment, the patient was placed on an insulin, glucose and potassium drip at the ER.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.